Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had gone through the 4 programs that were available to them and had found 2 worked the best, but it was still not to where they thought it should be and the patient wanted to try the other. The patient noted that they had told their healthcare professional (hcp), worked through all the 4, had tried different diet changes, and had gotten rid of caffeine and artificial sweeteners. The patient stated that 2 worked the best and they were still getting the urges, but they were able to control them better for about two weeks or maybe longer. Then, all off a sudden, they patient started having problems without changing anything. The patient synced with the implant using the patient programmer (pp) and noted that stimulation was on. It was indicated that the change in therapy/symptoms was sudden and the patient was advised to follow up with a healthcare professional (hcp). No further complicationswere reported or were expected.